Event description:
It was reported that an erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical generator model vio 300d (part number 10140-000, serial no: (B)(4)) was used to stop bleeding upon a polypectomy. A bowel explosion occurred which resulted in a perforation. The perforation did not occur at the argon plasma coagulation site. Nevertheless, the pt's bowel was re-sectioned to address the issue. Note: the hospitals biomed stated he performed checks of both units, and they are functioning properly.

Manufacturer narrative:
An offer was made to the account to have erbe evaluate the apc/esu system. However, the customer is making arrangements with an independent testing house (B)(4) to have the equipment checked. If made available, results of the equipment eval and any further testing will be provided in a f/u report. No anomalies were found in the review of the unit's device history record (DHR). Nevertheless, it appears that combustible gases (e.g.l methane and/or hydrogen) were at such a concentration in the bowel that when diathermy was applied an explosion occured. Although very rare, the complication can occur. Therefore, erbe provides a warning in the user manual that when using electrosurgery in the gastrointestinal tract, there must not be any combustible or explosive endogenous gases present. Further in-service training was offered to the involved medical personnel.